Event description:
On (B)(6) 2023 event description (EKG issues): patient has iabp. Iabp was switching from EKG trigger to pressure trigger automatically and double-timing inflation and deflation. Modes switched manually to EKG trigger and called support line. Support line was not sure why the pump would have done that and to call if it did it again. This has happened multiple times with this particular patient and needed troubleshooted. Reference reports mw5117820, mw5117821, mw5117822, mw5117823, mw5117824, mw5117825, mw5117827.